Event description:
Potential for injury associated with an unknown custom power chair veering. This event could cause the product to make unintended and erratic movements and possibly cause injury to user and/or bystander.